Event description:
A malfunction alarm identified as code "malf 12" was reported by the customer, who experienced no adverse impact to their blood glucose level. Technical support assisted the caller with resetting the pump, providing necessary pump reset information. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump while being instructed to call back if any issues arise again.